Event description:
While making IV rounds, the pt asked me to flush her int since it felt itchy. I flushed it with 3cc ns which promptly leaked. I proceeded to undress the IV to assess it and found the hub just laying on top of her skin with the catheter itself missing. I put a tourniquet above the site and scanned the vein with ultrasound. The catheter could be seen in the vein, but the site was healed over. Attending and surgical resident were notified. Rn was instructed not to remove tourniquet without applying pressure to the vein above the site.